Event description:
Alarm failure - pump appeared to be operating correctly. Program on monitor had progressed from 1-3, then it was noted that no fluid had infused and IV tubing was found clamped. Alarm on pump did not sound to alert the problem. This was a cardiac pt receiving tpa. The event caused no adverse effect to pt.